Manufacturer narrative:
(B)(4).

Event description:
The customer stated that while running patient samples on (B)(6) 2017, she noticed that some samples had a delta check for crep2 creatinine plus ver.2 (crep) results measured on the cobas 6000 c (501) module - c501. The customer ended up repeating all samples tested for crep on (B)(6) 2017. Of the repeated samples, seven were found to have erroneous initial results that were reported outside of the laboratory. Refer to the attachment for all patient data. Samples were initially tested on (B)(6) 2017 and repeated on the same analyzer (B)(6) 2017. The repeat results were believed to be correct. Based on the initial result, the first patient was sent to the emergency room for a sample to be re-collected. Based on the initial result, a new sample was collected from the third patient. The third patient was also originally scheduled for a cta scan for the kidneys, but based on the initial result, the doctor changed the order to a vq scan instead. For all patients, no adverse events were alleged to have occurred. The crep reagent lot number was 20313801, with an expiration date of 08/31/2017. The field service engineer determined that the sample probe of the analyzer needed to be changed due to a clot. He changed the sample probe and checked adjustments. He performed an air purge, a mixer check, and checked probe alignments. He checked the rinse mechanism; all water and detergent levels were fine. He checked the gear pump water pressure and noted that the vacuum diaphragms were changed in february. He ran an instrument check test and all results were within specifications. He noted that the sample probe was also changed due to results from the check test, although the results were within range. The customer ran controls and all results were within the customer's ranges. The customer also ran 10 patient samples that were tested earlier in the day to verify that the crep results were matching. The results matched. The customer noted that they were having water issues at the time of the event and this may have contributed to the event. The customer stated that they have not had any further issues since the service activities were performed.